Event description:
It was reported to boston scientific corporation that the obtryx transobturator mid-urethral sling system was implanted during a urethral tape procedure. Reportedly, there were no complications during the procedure. However, the patient presented with continued stress urinary incontinence post-procedure. As of (B)(6) 2010, the patient was doing well, and her voiding was better. As of (B)(6) 2010 the patient reportedly "did better." On a follow-up appointment on (B)(6) 2010, it was noted that her stress urinary incontinence had returned, and she was reportedly back to wearing adult diapers. On a follow-up appointment on (B)(6) 2011, it was noted that the patient had reverted to having 'the same' stress urinary incontinence voiding issues. On (B)(6) 2010, she had an injection of botox (specifics unknown). The patient has not returned to the physician since this procedure, and there has been no other medical intervention.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Manufacturer narrative:
.